Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in the sigmoid through rectum area performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 12cm lesion due to malignancy. Reportedly, the patient's anatomy was not tortuous. There was no visible damage noted to the stent prior to the procedure. During the procedure, the stent was implanted as a bridge (stent-in-stent) with a previously placed stent to cover the long stricture. However, the wallflex enteral colonic stent was not placed in the desired location. A follow-up colonoscopy for stent repositioning was performed on (B)(6) 2015. The stent was removed from the patient using a pair of rat tooth forceps and another wallflex enteral colonic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.